Event description:
It was reported that the fiber crystal cracked after 158381j. A new fiber was opened to complete the case successfully. There were no patient complications.

Event description:
It was reported that the fiber crystal cracked after 158381j. A new fiber was opened to complete the case successfully. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, with the potential for forward firing, confirming the reported clinical observation. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as the observed rate of forward firing is below the threshold for potential patient harm.